Manufacturer narrative:
Product event summary: one pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported "low flow/suction" event could not be confirmed. Review of the sterility certificate could not be conducted since the serial number is unknown. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term continuous flow mechanical biventricular support: 9 years and counting. Interactive cardiovascular and thoracic surgery, october 2019; pii: 5580630. Doi: 10.1093/icvts/ivz231. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report on long-term biventricular vad (bivad) therapy use in a patient. After staged bivad implantation, the patient¿s post-operative course was complicated by development of left ventricular suction with low cardiac output. Fine-tuning of right ventricular afterload versus left ventricular preload was achieved using a dynamic banding device on the right vad (rvad). The patient experienced multiple re-hospitalizations involving chronic drive line infections and sepsis requiring daily antibiotic administration. The patient also developed gastrointestinal bleeding involving an ulcer and small bowel arteriovenous malformations, requiring transfusions, small bowel resection and anticoagulation adjustment. The patient further developed progressive right and left ventricular failure (rvf and lvf) with moderate aortic regurgitation plus renal failure, leading to shortness-of-breath and ascites. Adjustments to the rvad speed to assist in rv unloading resulted in suction episodes and low flow alarms, forcing speed reductions. The bivad remains in use. No further patient complications have been reported as a result of this event.